Event description:
In early 2008, the pt reported black splotches on the display of her infusion device. She stated that the splotches cover part of the time displayed and unit for the hourly basal rate. She stated that the infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.